Event description:
Anterior portion of tibial insert spine fractured exposing titanium post. The post migrated out of the insert to a position superior to the patella, where it remained. Revision surgery was necessary.